Event description:
It was reported to boston scientific corp in 2008 that a radial jaw 3 single-use biopsy forceps device was used during a colon biopsy procedure performed on four days earlier. According to the complainant, during the procedure "one of the forceps cups fell off." It was further reported that the physician retrieved the cup from the pt's colon. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.